Manufacturer narrative:
Miseal tip ref# (B)(4) lot 607063 returned for a customer complaint was visually evaluated. The insulation boot was peel back, melted from the tip of the jaw. Upon visual inspection, this complaint is confirmed. Peeling of the silicone boot on the jaw may be attributed to several conditions. Workmanship: variability in the application of adhesive drug manufacturing process -amount, curing time, storage, etc. Activations for extended periods. The device was not indeed for continuous use. Recommended activation cycle is stated as approximately 5 to 10 seconds on, and 10 seconds off. (See IFU -precautions and warning). The IFU provides information in the precautions and warnings to lower the risk of damage to the silicone boot. There were no observable mechanical defects or functional issues in actuating the tip. The silicone peel was observed on the damages sections. Activating of the device beyond the recommending time will cause the boot to melt. This complaint is confirmed.

Manufacturer narrative:
A product investigation is not possible. The associated product has not been returned to microline inc.

Event description:
During a gastric sleeve surgical procedure, the tip/jaw of the tls3 35cm forceps stopped working. The procedure and anesthesia time was extended for 15 mins. There was no harm to the patient.